Event description:
It was reported that while implanted with an impella 5.5, the patient experienced arrhythmia which was treated with vasopressors and cardioversion. Additionally, bleeding was noted from a tracheotomy. Homeostasis was achieved by stitching the bleed. The impella 5.5 continues to support the patient.

Manufacturer narrative:
The impella device was not received from the customer as it continues to support the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.